Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device emitted smoke.

Event description:
It was reported that the device emitted smoke.

Manufacturer narrative:
Alleged failure: software error and smelled like smoke salesforce case number (B)(4) the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be a calibration issue. No burning smell. Cable part number p38332 not fully seated. IFU states on page 2 of p40558 user guide. Avoid touching the endoscope tip or the light cable tip to the patient, and never place them on top of the patient, as doing so may result in burns to the patient or user. In addition, never place the endoscope tip or the area where the light cable connects to the endoscope on the surgical drapes or other flammable material, as doing so may result in fire. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.